Event description:
Per independent repair center statement the unit will not start. The key failure was the compressor was noisy. Additional malfunctions include the inlet filter was dirty, the power switch for the control panel short circuited, and the hose clamp for the compressor was replaced.